Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that a draining slowly message occurred during drain 1 of 4 of treatment multiple times. The patient contact was advised to follow up with their pd registered nurse (pdrn) regarding the draining slowly message and the reported infection. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis for peritonitis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique. The nurse states the patient continued pd treatment with the cycler. However, the patient experienced draining issues with the cycler and with manual pd exchanges. As a result, on (B)(6) 2025 the patient was hospitalized because of pd catheter (not a fresenius product) malfunction. The nurse stated the patient was switched to hemodialysis modality in the hospital and then was subsequently discharged (date could not be provided). The patient remains on outpatient hemodialysis pending pd catheter intervention. The nurse reported that the reported ¿draining slowly¿ issues during pd treatment with the fresenius cycler were due to multiple etiologies including inflammation from peritonitis and pd catheter malfunction. The nurse indicated that the fresenius cycler was not malfunctioning and did not cause harm to the patient.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that a draining slowly message occurred during drain 1 of 4 of treatment multiple times. The patient contact was advised to follow up with their pd registered nurse (pdrn) regarding the draining slowly message and the reported infection. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis for peritonitis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique. The nurse states the patient continued pd treatment with the cycler. However, the patient experienced draining issues with the cycler and with manual pd exchanges. As a result, on (B)(6) 2025 the patient was hospitalized because of pd catheter (not a fresenius product) malfunction. The nurse stated the patient was switched to hemodialysis modality in the hospital and then was subsequently discharged (date could not be provided). The patient remains on outpatient hemodialysis pending pd catheter intervention. The nurse reported that the reported ¿draining slowly¿ issues during pd treatment with the fresenius cycler were due to multiple etiologies including inflammation from peritonitis and pd catheter malfunction. The nurse indicated that the fresenius cycler was not malfunctioning and did not cause harm to the patient.